Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory showed the battery elective replacement indicator (eri) date was (B)(6) 2013.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was also reported that the device was explanted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.